Manufacturer narrative:
The reported event of impeded leaflet mobility was confirmed. Morphological and histopathological examination found thrombus material in both recessed pivot areas, which led to the leaflets opening and closing with difficulty and incomplete closure of one. Pannus from the sewing cuff had begun to encroach onto the top rim section. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the underlying thrombus, which adhered itself to the recessed pivot areas and impeded the mobility of the leaflets, remains unknown.

Event description:
On (B)(6) 2017, a mitral valve replacement (mvr) was performed and this 31mm masters series mechanical heart valve was implanted in the patient's mitral position. Reportedly, the patient was admitted twice due to an impeded leaflet at the 6-month and 8-month follow-up. The patient¿s international normalized ratio of prothrombin time (inr) was unstable postoperatively. The incident was resolved after heparin was administered. On an unknown date in (B)(6) 2017, recurrent impeded leaflet mobility was confirmed and prosthetic valve thrombosis was suspected. The valve was explanted on (B)(6) 2018 and replaced with a 25mm carpentier-edwards perimount magna ease mitral heart valve (serial unknown). Ex vivo, residual thrombus was observed to be adhered around the pivot guards of this valve the patient is reported to be stable. Patient specific information of weight is not available for this complaint.